Event description:
Caller states that the pt tested 4.0 inr on lot 342a while lot 381a read 2.8 inr on the same device. No action reportedly taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.